Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer took a cortisone shot and blood glucose was in the 400 mg/d. Customer also had bad battery, weak battery and battery out limit alarms. Customer stated that, the insulin pump issues states she put in a new battery and she is stating it dead. Customer stated that, the insulin pump alarmed after battery change and insulin pump was not alarming at time of call. Customer advised to monitor pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.